Manufacturer narrative:
Block h6: device code a0406 captures the reportable event of stent material deformation.

Event description:
It was reported that a polaris ultra ureteral sent was used in a retrograde intrarenal surgery (rirs) procedure. During the procedure, it was noticed that the end of the stent was different from the original shape. The procedure was completed with another same model and there were no patient complications reported.